Event description:
It was reported by the affiliate that the (1) er420 was used during an unknown procedure. It was reported that the clips would not deliver (feed). The case was completed with another instrument. There was no consequence to the pt.